Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 10-mar-2023. H6: investigation summary: one sample and photos received by our quality team for investigation. Upon visual evaluation, foreign matter is observed inside the syringe within the fluid path. The foreign substances was mainly composed of broken components from the syringe. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process, broken pieces fall into the machine and during cleaning can be dropped into the assembly material inside the machine.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had foreign plastic in it. The following information was provided by the initial reporter, translated from portuguese: "reason: piece of plastic inside the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had foreign plastic in it. The following information was provided by the initial reporter, translated from portuguese: "reason: piece of plastic inside the syringe."